Manufacturer narrative:
Additional information has been added to b.1., b.2., b.3., b.5., b.6., b.7., d6a., h.2., h.3., h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of focal marginal corneal decompensation with stent endothelial contact; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Because sufficient clinical data was not received and based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s IFU could potentially contribute to an outcome similar to the reported event. Corneal decompensation is noted as a potential postoperative risk associated with use of the stent system that is clearly specified in the product information for use. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received, indicating that the patient had undergone a stent shortening surgical procedure combined with phaco under inpatient conditions and that carbonic anhydrase inhibitor and beta-blocker combination medications had been prescribed. Stent contact with the endothelium, resulting in endothelial cell loss and patient's condition noted to be on going and not resolved.

Event description:
A healthcare professional reported via regulatory agency that after the glaucoma shunt implantation procedure focal marginal corneal decompensation with endothelial contact has been noticed. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).